Event description:
Patient reported experiencing low blood glucose of 40 mg/dl a month and a half prior. His normal range is around 120 mg/dl. He indicated that paramedics were contacted and administered juice and glucose pills. Patient stated that his blood glucose level returned to normal. He reported taking additional medication due to allergies. Patient indicated that he would switch to his backup device to determine if the issue remained and if the low blood glucose event was caused by the medications he was taking. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.